Manufacturer narrative:
No pt injury has occurred following this incident.

Event description:
Customer stated that bravo capsule failed to attach. Once the doctor removed the safety cap and pressed the plunger, the spring popped out of the plunger and the handle came apart in the doctor's hands. No damage was done to the pt.